Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, when they placed the ancillary trocar and went to attach it to the anvil, the trocar broke. The bottom half fell into the patient and had to be retrieved. A new device was pulled, the process repeated and the procedure completed without any adverse patient impact.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived with the anvil detached. The tip of the ancillary trocar was lodged inside the anvil. The breakaway washer was present and uncut. The device was received without staples. After further analysis, the anvil lockout springs were noted to have scratches. This is consistent with clamping across the locking springs to reattach the removable head. It should be noted that clamping across or gripping on the locking springs when attempting to reattach the detachable head assembly might prevent it from clicking into place or attaching correctly. Please reference the instructions for use for additional information. The device was tested for functionality using a test anvil; the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. To detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.